Event description:
Service rep reported that during preventive maintenance of a defibrillator, a push button was not operating correctly. No reported pt involvement. Device repaired and proper operation was confirmed.